Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for loose/mislocated stent from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation, the stent dislodged prior to use for a 3.5 x 18mm rx xience xpedition stent delivery system. Reportedly, the stent implant was located distally on the balloon. The device was not used and there was no patient involvement. Another xience xpedition was used and the procedure was completed without issue. There was no reported clinically significant delay in the procedure. No additional information was provided.